Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to ceramic head fracture.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised due to ceramic head fracture. Doi: (B)(6) 2012 - dor: (B)(6) 2016 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 13-april-2016. Following receipt of the supplier's investigation report, the complaint was re-opened (B)(6) 2016. A review of the supplier's report identified the summary: "the component properties and the microstructure as obtained from the quality documents accomplishes the requirements as specified at the time of production. There are no indications of any pre-existing material defect." As no additional issues were identified by the supplier, no further investigation is required and no changes are required to the previous investigation conclusions. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.